Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received five inappropriate treatments. The device was started up at 07:14:50 on (B)(6) 2024. At 23:14:43, an arrhythmia was detected. ECG shows af with rvr @ 150 bpm. At 23:15:55, the patient received the first inappropriate treatment. Af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 150 bpm. Post shock rhythm was af @ 110 bpm. At 23:45:50, an arrhythmia was detected. ECG shows svt @ 150 bpm. At 23:46:58, the patient received the second inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm. Post shock rhythm was svt @ 150 bpm. At 23:47:25, the patient received the third inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm. Post shock rhythm was svt @ 160 bpm with motion artifact. At 23:47:54, the patient received the fourth inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 160 bpm. Post shock rhythm was svt @ 150 bpm. At 23:48:15, the patient received the fifth inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 160 bpm with motion artifact. Post shock rhythm was af @ 70 bpm with pvcs and motion artifact. The electrode belt was disconnected at 23:52:08 on (B)(6) 2024.